Event description:
During the evaluation of a returned homechoice device, a high drain error 114 alarm was identified. This alarm occurred on (B)(6) 2012, in night drain 14 during therapy. This event meets iipv criteria, however no patient injury of medical intervention were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.